Manufacturer narrative:
(B)(6)

Event description:
Information was received indicating that the patient receiving a smiths medical jelco® viavalve® safety IV catheter complained of increased pain and placement was stopped. It was reported that the distance between the needle tip and the catheter were closer together. There was no reported adverse effects.

Manufacturer narrative:
Two unused samples were returned for investigation. Examination of both samples via microscopy indicated no discrepant cannula tip or beveled catheter tip features. The complaint was not confirmed.